Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6)2021. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that the patient was receiving hydromorphone (1.5 mg at 0.26752 mg/day) and bupivacaine (30 mg at 5.35036mg/day) via an implantable pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone and b upivacaine via an implantable pump. It was reported the patient had increased lumbar back pain on, (B)(6) 2021, so the it rate was increased 10%. On (B)(6) 2021, the patient contacted the clinic and reported worsening pain that resulted in being bedbound for 3 days, lower extremity numbness and near pump site, tingling. On (B)(6) 2021, the patient had lower extremity tingling, feeling cold sensations, and feeling like their legs were asleep. It was noted these symptoms sometimes subside following ptm activations. The patient was scheduled for a next day evaluation. The next day the patient reported lower extremity weakness, numbness, and tingling worsen with ptm activations. An emergent catheter access port (cap) dye study was performed and revealed the catheter had migrated to the bottom of t6 and was right/anterior. The it rate and bolus dose were decreased. On (B)(6) 2021, the entire catheter was explanted and replaced. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2021.